Manufacturer narrative:
Additional information: h4, h6 (add code), h11. H4: the lot was manufactured between may 27-29, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device and two photographs of the sample were provided for evaluation. Visual inspection was performed on all samples. The reported issue was easily identified by visual inspection on the returned sample as leakage of a tpn solution from the bag into an outer pouch was observed. Visual inspection of the photographs identified leakage from the administration spike port of the bag. Functional leak testing of the sample was performed and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked from the middle port. The issue was noticed during set up. There was no patient involvement. No additional information is available.